Event description:
It was reported that coil protruded from the catheter tip. A 12mm x 20cm idc was selected for use. During the procedure, the coil got stuck in the distal part of the catheter and were removed together. Subsequently, it was noted that the coil protruded from the catheter tip upon removal. The procedure was completed with another of same device. No patient complications were reported.